Event description:
Invalid result (s). Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and dispensed the 4 drops into the s well. The desiccant pack was inside the test cassette pouch.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020195 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. Retention samples of cov2020195 were tested and met the qc criterion. The issue was not found from the retained samples. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and dispensed the 4 drops into the s well. The desiccant pack was inside the test cassette pouch.